Event description:
On (B)(6) 2026 the user reported that on (B)(6) 2026 they experienced hypoglycemia with a bg of 52 mg/dl. The user was able to treat the low bg by oral carbohydrates without assistance from a caregiver. The user was evaluated in the ER on (B)(6) 2026 and discharged the same day. The user has discontinued use of the device.

Manufacturer narrative:
The user experienced hypoglycemia requiring evaluation in the emergency room while using the ilet. This situation can require medical assessment and treatment, which is consistent with the reported ER visit and same-day discharge. The user reported low glucose of 52 mg/dl while treating with oral carbohydrates. The ilet generated an urgent low alert during the event. Based on available information, no device malfunction has been identified. The user was not admitted and was discharged the same day with instructions to revert to multiple daily injections per healthcare provider guidance. If additional information becomes available, a supplemental MDR will be submitted.